Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The balloon was unfolded which indicates it had been subjected to positive pressure. A visual examination identified a medium circumferential tear approximately 8mm in length in the balloon material, 10mm distal to the distal edge of the proximal markerband. No issues were identified with the balloon material during analysis that could have contributed to the complaint incident. The markerbands and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right iliac artery. A 6.0-40, 135 wanda balloon catheter was advanced for pre-dilatation. However, during first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0-40, 135 wanda balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right iliac artery. A 6.0-40, 135 wanda¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0-40, 135 wanda¿ balloon catheter. No patient complications were reported and the patient¿s status was good.